Event description:
Tip of cryosurgical probe became dislodged from the body of the probe when a freeze cycle test was activated and was propelled several feet. No injuries reported.

Manufacturer narrative:
Wallach received one complaint that the cryosurgical tip had become dislodged from the body of the cryosurgical probe when the cryosurgical unit was activated during preoperative test allowing the pressurized cryogenic gas to propel the tip several feet. Examination of the returned probe revealed a failed braze joint where the tip is attached to the body of the probe. Each probe verified by 1,500 lbs pressure, twice the pressure during use. Failure occurred after repeated use. Wallach is taking immediate corrective action.